Manufacturer narrative:
The instrument was returned and evaluated. Engineering conducted manual performance tests, and found the instrument to fail a cut test, as latex gets pinched at the tips. The blade edges are rounded at the tips, negatively affecting cut performance. Engineering also observed the distal end of main tube to have a 2" long section with material removed on one side of the tube. The damage area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is received.

Event description:
It was reported that the monopolar curved scissors instrument was dull. No add'l info was provided. No pt harm, adverse outcome or injury was reported.